Manufacturer narrative:
(B)(4). Investigation summary: the complaint was deemed as justified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null; device history batch: null; device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon: dr (B)(6). Procedure: total hip replacement. The "o" rings inside the neck segment trials collect debris therefore this hospital removes the "o" rings after every case for cleaning. They then become worn and need replacement. No ae to patient. When did the device issue happen: after use on patient. Action taken to manage the problem: replace the "o" routinely.